Event description:
It was additionally reported by the customer that the tip of the knife was not broken, rather, the pad had peeled off.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and updated fields: b5, d4, d8, e4, h3, h4 & h6. Correction to e1 to null value of ni a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Initially, the issue was reported as a "lost probe," but upon inspection of the item, no probe was found to have fallen off, rather, the issue was determined to be pad peeling. The tissue pad was worn down and the tip had peeled off. The device condition may be the cause or a contributing factor of a reportable event. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: part of the tissue pad peeled off because the seal and cut was used when the gripping part was not holding anything (including after the tissue had been cut). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown therapeutic procedure under sedation, the distal end of the instrument broke off and fell into the patient¿s abdominal cavity. It was immediately retrieved with forceps during a hepatobiliary pancreas (gall bladder removal) procedure that was completed with a back-up device. There were no reports of patient harm.